Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, cracked case, cracked lcd window, cracked case ¿ display window corner, and battery cap contact missing. Blank display was confirmed during testing due to moisture damage on the electronic assembly. Exposed to moisture was confirmed. Moisture damage was found on the electronic assembly, motor, and force sensor. Cosmetic damage at the pump screen (crack) was confirmed. Cosmetic damage at the display window cover was not confirmed, however other cosmetic damage was noted during visual inspection. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced water damage to the insulin pump after swimming with the device, which allowed water to enter through cracks in the pump screen. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and the customer confirmed the pump was exposed to pool water, observed moisture under the lcd screen, and reported two visible cracks on the screen cover. The customer stated the pump was not dropped and no sound of fluid was heard when the pump was shaken and the customer was instructed to stop using the pump, follow their backup insulin plan as advised by their healthcare provider, and place the pump into storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.